Event description:
Reportable based on investigation approved in 2007, it was reported that prior to a filter placement procedure, "the filter spontaneously deployed when removed from the packaging."

Manufacturer narrative:
Device analysis: the complaint sample was returned for evaluation. The introducer catheter was returned with the handle in the unreleased position and the safety band intact. The filter was returned outside of its capsule, which was damaged. This damage suggests that the filter hooks caught on the capsule when it deployed. The filter was out of shape, most likely caused by damage during return shipment. The device history record for lot number 8942153 has been reviewed. This review included analysis of yield/scrap and components issued to the lot. No issues or discrepancies were found which could relate to this complaint. The complaint description can be confirmed, but the root cause of the complaint cannot be determined. A CAPA has been generated to investigate filter premature deployment.